Manufacturer narrative:
Unit received with frozen display due to corroded electronic assemblies. Unable to verify pump error due to frozen display. Unit received with corroded motor home switch, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unexpected error message that a serious pump error had occurred. The customer¿s blood glucose level was unknown. The device will be returned for analysis.